Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The information received via medtronic indicated that the insulin pump had failed battery test alarm. The battery cap contacts were not damaged, missing or corroded. The customer also reported that again received failed battery alarm after battery changed. No harm requiring medical intervention was reported .the insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected failed battery test or battery failed alert found on november 04, 2021. Insulin pump was received with unexpected failed battery test or battery failed alert. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to unexpected failed battery test or battery failed alert. Unable to generate power management graph due to unexpected failed battery test or battery failed alert. Unable to download history files and traces using thus due to unexpected failed battery test or battery failed alert. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator assembly noted. The original electrical board 2 was installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no unexpected failed battery test or battery failed alert noted. The original electrical board 1 was installed and swapped out with a working test medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no unexpected failed battery test or battery failed alert noted. The original electrical board 1 was installed and swapped out with the original electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and unexpected failed battery test or battery failed alert noted. A test case was used, the original electrical board 1 was installed and swapped out with the original electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and unexpected failed battery test or battery failed alert noted. Intermittent unexpected failed battery test or battery failed alert was confirmed, suspected on the electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. Unable to download history files and traces using thus due to unexpected failed battery test or battery failed alert. Intermittent unexpected failed battery test or battery failed alert was confirmed, suspected on the electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.